Event description:
Per report from hospital contact, nurse programmed morphine infusion. Should have been programmed as 1 mg/1 ml concentration. Instead nurse programmed 1mg/60 ml. When patient activated pca, got entire amount in 1 push. Narcan given and patient had observation and delayed length of stay. Patient was eventually discharged home. Device was not isolated by the facility. Not sent back to manufacturer for investigation.